Event description:
It was reported that the balloon ruptured. A 3.75mm x 20mm nc emerge balloon was selected for angioplasty of the right coronary artery. After post-dilation of the stent, the balloon unexpectedly ruptured and the procedure was successfully completed with another device. There was no patient complication, and the patient remained hemodynamically stable at the end of the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: nc emerge balloon device was returned to the complaint investigation site for analysis. Visual and tactile inspection found a break in the inner lumen 21cm proximal to the port exchange. Microscopic analysis noted that there was a circumferential tear in the balloon material, confirming the reported allegation and the distal section did not return for analysis. No other device issues were identified during returned product analysis. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the balloon ruptured. A 3.75mm x 20mm nc emerge balloon was selected for angioplasty of the right coronary artery. After post-dilation of the stent, the balloon unexpectedly ruptured and the procedure was successfully completed with another device. There was no patient complication, and the patient remained hemodynamically stable at the end of the procedure.